Event description:
There is no additional information.

Manufacturer narrative:
This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d9, g3, g6, h2, h3, h6, h8, h10. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported the handheld piece stopped working. The timing of the malfunction was during surgery and it was reported that there was no procedure delay nor harm/injury to any persons involved. No additional information is available. No adverse events were reported as a result of this malfunction.